Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two unspecified mentor saline breast prostheses and experienced bilateral capsular contracture (baker grade unknown) and deflation post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.

Manufacturer narrative:
On may 19, 2022, mentor received additional information regarding the capsular contracture's baker grade. The capsular contracture's baker grade was reported to be baker grade 3 on the left side. On june 01, 2022, mentor received additional information regarding the patient's ethnicity. The patient's ethnicity has been updated to non hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 09, 2022, the mentor failure analysis lab has received the device for evaluation. On august 19, 2022, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the saline breast implant had a crease/fold on the anterior view. In addition, a tear was noticed within the crease/fold, measuring approximately 0.3 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).